Event description:
Sub-q break with embolized, PICC catheter implanted for antibiotics for pneumonia in pt, post renal transplant, separated at the hub during dressing change requiring interventional radiology procedure to retrieve catheter from pt's vein. No complications resulted. Reported by medwatch.